Event description:
The dental implant fx4512swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 25 days after implantation. The doctor noted local infection and periodontal disease during the surgery. The patient has medical history of bruxism and diabetes. The patient has recovered without complications.